Event description:
Where in the process of buying are you told this? Before you purchase? You can't just have a link saying that it's not returnable after the fact. What am I missing here? Can you point me to where I was informed of this during the purchase process? Sent from my iphone on (B)(6) 2022, at 4:30 pm, (B)(6) (emed) <support@emed-cs.zendesk.com> wrote: ? Your request (B)(4) has been updated. To add additional comments, reply to this email. (B)(6) (emed) (B)(6) 2022, 4:30 pm est hello (B)(6), thank you for contacting emed. For more information on emed's refund policy please refer to the link; https://www.emed.com/cancellation-policy?hslang=en best regards, (B)(6) emed customer support (B)(6) 2022, 6:08 pm est please provide a screen shot or link to the no refund / return language. Sent from my iphone; (B)(6) 2022, 6:05 pm est I don't see it off the link you provided below can you take a screen shot? Or provide a link that says no returns. This is ridiculous. Sent from my iphone; (B)(6) (emed) (B)(6) 2022, 5:19 pm est hello (B)(6), our refund policy as well as the product details may be found on emed.com it is the consumers responsibility to due diligence to inform themselves on the product knowledge before purchase. Best regards, (B)(6) emed customer support (B)(6) 2022, 2:53 pm est where does it say no refunds ? Before you order. Sent from my iphone ; (B)(6) (emed) (B)(6) 2022, 2:37 pm est hello (B)(6), thank you for your response. As stated on the website there is 1 test kit per test box. The package are only delivered (6) test kits per order. The test kits are (B)(6) each plus tax and shipping. As previously stated we can issue a refund for the lengthy shipping. Unfortunately we are denying your request for a refund. For more information on emed's refund policy please refer to the link; https://www.emed.com/cancellation-policy?hslang=en best regards, (B)(6) emed customer support (B)(6) 2022, 7:23 pm est you are the only 'co' in the world if you buy binaxnow brand rapid test it only contains 1 test. All other binaxnow rapid tests kits have 2 test vs 1 test. For less money; so emed charged me (B)(6) per test while others are charging (B)(6) or less per test. And never delivered in a timely manner as contractually obligated. Certainly not next day. I would like a full refund. Please let me know how to return the 6 tests I thought were 12 tests that arrived 3 days late. Thanks (B)(6) sent from my iphone, (B)(6) (emed) (B)(6) 2022, 4:20 pm est hello (B)(6), thank you for your response,. Please be advised we do not sell (2) test kits as each order has (6) test kits in the box. We can refund you for the overnight shipping costs to the original form of payment. Best regards, (B)(6) emed customer support (B)(6) 2022, 4:16 pm est nowhere does this say only test. Six pack is in the url. Nowhere in the page does it say 1 test per box. Https://www.emed.com/products/covid-at-home-testkit-six-pack every other binax now brand test on the market has 2 tests per box; and wasn't delivered next day! Not even close to next day. But charged (B)(6) for shipping. Total (undisclosed) rip off. Please have a "2nd line" customer service rep call me asap. (B)(6) thanks (B)(6). FDA safety report ID# (B)(4).